Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven years and two months post implantation, the vena cava filter was removed from the patient with very little resistance. It was further reported that after removal of the filter, an examination of the filter in the sterile field found one of the limbs had allegedly detached and remains in the patient (location not provided). There was no attempt to retrieve the detached limb. The patient was reportedly asymptomatic.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual evaluation: the filter was returned. Six legs and five arms were present and intact. The detached arm was not returned. The exact point of detachment could not be identified due to the tissue at the apex of the filter; however, no portion of the limb was visible. Dimensional evaluation: heat was applied and the filter took the appropriate shape. The following measurements were conducted: wire od, feet od, and arm length. All measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is confirmed for a filter arm detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings and potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.